Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed during device check. When the physician asked the patient about any specific physical activity, patient mentioned about hurting his chest during several fights. Lead damage was suspected. Lead was explanted and replaced. The patient tolerated the procedure well and is doing fine now.